Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed welts and blisters under the electrodes and wires of the lifevest equipment. Patient reported chest pain from the pressure of the lifevest. Patient reports having skin sensitivity from previous surgeries. There is no indication that the equipment caused or contributed to the surgeries. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended taking a shower to relieve itchiness from skin irritation. Follow up indicated that the skin irritation improved.